Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemia event. Patient lost consciousness and patient's mother called paramedics. Paramedics administered glucose and IV and measured patient's bg at 27 mg/dl. The following day, patient suffered another hypoglycemic event. Paramedics were called again and patient was administered glucose. Patient offers observed cgm inaccuracies when his cgm/bg were 120/40 and 130/27 mg/dl. At the time of his call to dexcom technical support patient reports he was doing fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.